Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained rv oversensing episodes were observed. Review of the session records revealed possible myopotential oversensing. Programming changes were recommended. Patient condition was fine.